Manufacturer narrative:
Testing and investigation reviewed the device event log and confirmed the reported white screen error. The software alarm was logged on the reported event date. The probable cause of the customer contact reported white scree, malfunction alarms s308 (can bus error-pmc left) and s408 (can bus error-pmc right) were due to post software alarm recorded in history which caused the device to stop infusing. The post software alarm is due to a software error known as kvo white screen which happens when the user titrates the rate only when the infusion is in kvo mode. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device shut down spontaneously. It was reported that at an unspecified time on (B)(6) 2014 the device displayed a white screen with an error message and shut down during an infusion. The patient was admitted to the intensive care unit (ICU) receiving an infusion of epinephrine and vasopressin. Specific pump programming parameters were not provided. It was reported the patient experienced an immediate decrease of blood pressure when the device shut off; no specific blood pressure measurements were provided. The device was immediately removed and a replacement device was utilized to continue therapy. It was reported the patient was stabilized following the exchange of devices. The patient's response to the continued therapy or their present condition was not provided. The customer contact reported the device history indicated the device alarmed with a can bus error s308, s408, and a tight loop malfunction. Though requested, no additional information was provided.